Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a sensing anomaly was observed. The right ventricular lead was removed and replaced.